Manufacturer narrative:
Batch review performed on 17 march 2023: lot 2009719: (B)(4) items manufactured and released on 27-jan-2021. Expiration date: 2026-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting pain due to a loose femoral component and the cause is unknown. At about 1 year and 6 months post primary, the surgeon revised the insert and femoral component. The surgery was completed successfully. The patient originally had competitor components and then was implanted with medacta revision system.